Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed : the force sensor was contaminated and out of calibration, and the screen display was dim and fading. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box recorded loss of prime both zero and non-zero force, along with load step malfunctions. Attempted to perform pump rewind, load, and prime and received a no cartridge detected. Able to get pump primed during force sensor calibration test. Attempted to exercise pump for (B)(4) on a (B)(4) basal program, received a loss of prime alarm. Force sensor calibration was not in specification, low. Removed pump from case. Removed force sensor from pump. Force sensor was contaminated. Display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Removed display lens cover. Oled and force sensor were in place and pins fully inserted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.